Event description:
Unomedical reference number (B)(4). Event occurred in italy it was reported that the patient faced leakage event with 6 infusion sets after being used for 2 days. Patient reported that there was no stress or pull on the infusion set tubing. The location of leakage was site. No further information available.

Manufacturer narrative:
Device 5 of 6. E1: patient city: (B)(6).